Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to replicate the error and replaced the faulty endoscopic camera manipulator (ecm). The system was tested and verified as ready for use. Isi received the ecm involved with this complaint and completed the device evaluation. Failure analysis was unable to reproduce the reported complaint, but was able to confirm it via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. A sine cycle and test drive were performed without any issues. The tests performed via matlab were passed. There was no trouble found (ntf) with the ecm. This complaint is being reported based on the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the ecm faulted and the system became unavailable for use. Although no patient harm occurred, if this malfunction were to recur it could potentially cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the customer received error 23008 when installing the scope. The customer tried to recover the error, but it kept coming back. The technical support engineer (tse) reviewed the logs and found error 23008 on the endoscopic camera manipulator (ecm) axis 4. The tse had the customer exercise the axis 4 and try to recover the fault and it cleared. The tse had the customer reinstall the scope and move it, but the error came back. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was with camera arm and the clinical territory associate was present during the case. The ports were placed when the issue took place. The customer troubleshot with tech support and were instructed that they could convert the procedure. The procedure was converted to open surgery and was completed successfully with no patient injury.